Event description:
It was reported that the patient had 5 uti's while using the catheter and received medication.

Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential root cause for this failure could be "missing, incorrect, or illegible critical package label or label information". The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this intermittent catheter product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product family is unknown, the intermittent catheter product ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had 5 uti's while using the catheter and received medication.